Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center found the following. Olympus repair center could confirm the reported phenomenon. The connection cable was broken. The rubber knobs were worn out. The ccd chip had some pixel errors. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the broken cable. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.